Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018; 4298-88 lead, implanted: (B)(6) 2018; 0293 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing during atrial fibrillation (af) episodes. It was further reported that there ware diminished p waves. It was noted that the patient came to the clinic because they were experiencing congestive heart failure symptoms. The lead remains in use. No patient complications have been reported as a result of this event.